Event description:
Boston scientific received information from the field representative that this right ventricular (rv) lead was dislodged after the patient twiddled the leads. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.